Manufacturer narrative:
Device unable to interrgated. Fields b5 and h6 device codes was updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Battery longevity percentages were from 26 percent to 13 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services consultant recommended replacement. Additional information received indicates that this s-ICD was unable to be interrogated. It was believed that this device does not have any battery capacity. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Explant performed fields b5 and h6 device codes was updated. Device unable to interrogated. Fields b5 and h6 device codes was updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Battery longevity percentages were from 26 percent to 13 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services consultant recommended replacement. Additional information received indicates that this s-ICD was unable to be interrogated. It was believed that this device does not have any battery capacity. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Battery longevity percentages were from 26 percent to 13 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.